Event description:
It was reported that there was a loose contact. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on april 14,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer " loose connection" was not confirmed, but further defects were detected. In total the following defects were detected: blade worn. The device passed the quality check at the time of delivery. Based on the technical inspection, no image failure can be detected or reproduced. The worn blade has no effect on the image. Internal karl storz reference number: (B)(4).